Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting and developed paradoxical adipose hyperplasia (pah).

Manufacturer narrative:
According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Additional information: a2, a3, a4, a6, and b5. H11: corrected data: d1.

Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the upper and lower abdomen on (B)(6) 2020 and presented with paradoxical hyperplasia (pah/ph).